Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the acl tightrope was being used in an acl reconstruction procedure. The surgeon passed a graft to the femoral side, and while he was rolling up the adjustment thread on the tightrope handle, the tightrope broke. The surgeon made an incision on the outside of the femur and retrieved the button. The surgery was completed by using new device with the same part number.